Manufacturer narrative:
Correct brand name of device and remove common device name.

Manufacturer narrative:
The involved devices were returned for investigation. Examination of the devices disclosed evidence of an insufficient weld. Other, unused devices from the same manufacturing lot were examined and similar insufficient welds were identified in a proportion of these devices. Unused devices from manufacturing dates previous and following the date of manufacture of the returned devices were examined and a scope for the existence of insufficient welds in these devices was determined. A remedial action in the form of a recall was initiated on (B)(4) 2011. During the period following the recall notification until the date of this report, (B)(4) 2011, no additional user facility or customer reports of this nature have been received. No patient sequelae have been reported in association with the use of devices in the scope. Further investigation has determined that the proximate cause of the insufficient weld was the use of a lower than specified weld energy setting on the welding machine. Root cause investigation yielded the following contributory root causes: operator error, insufficiently robust machine configuration and operating instructions to prevent operators' erroneous weld setting, insufficiently robust machine operating instructions and recordkeeping to verify specified actions during shift changes, and for recording of operator activities, insufficiently robust quality control test to detect devices manufactured with this type of insufficient weld, insufficiently robust inspection procedure to detect this type of insufficient weld. Capas initiated to address root cause: retraining of operators, welding machine modification to exclude availability of low energy setting to manufacturing operators, revision of machine operating instruction and recordkeeping of operator actions, introduction of device reject type and frequency analysis, addition of visual criteria for this type of weld defect to the accept/reject criteria for final inspection. Summary: customer report was confirmed. Proximate cause was an insufficient weld. Root causes were identified and capas initiated. Scope of deviant devices was determined and a recall was initiated and is in progress; district FDA office notified . Unless substantially significant information becomes available, this constitutes a final report.

Event description:
It was reported from a distributor that several end users had reported the devices¿ housing halves to have separated at their weld during the priming process or in the unit package prior to opening. The devices had not been connected to patients; there were no patient sequelae.